Event description:
Initially, it was reported that the patient experienced severe pain at the generator site when she activates stimulation with the magnet. The magnet settings were reduced to output current - 1.5ma and the patient's pain resolved. Diagnostic testing performed on (B)(6) 2011, during the first report of painful stimulation was within normal limits of output = ok/lead impedance = ok/impedance value = 2608ohms/ifi = no. It was later reported that the patient wanted the device explanted due to pain in the generator area. Surgery is likely, but has not occurred at this time. Attempts to obtain additional information have been unsuccessful to date.